Manufacturer narrative:
A ge service representative performed an on site investigation. The fse adjusted the ps1 power supply from 5.0vdc to 5.15vdc. In addition to this the fse reseated all ws pcb's, checked cmos battery, and reloaded the cmos software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.